Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location. The stimulation was across their stomach when it should have been across their back at the time of report. The patient felt sick to their stomach from the stimulation sensation and their next follow-up appointment with their doctor was not until (B)(6) 2014. The patient had an implantable neurostimulator (ins) revision the day prior to report. They were programmed for program a only and needed program b. The manufacturer representative never checked the programming post-operative. It was further reported they took care of the stimulation in the wrong location when the patient called the clinic and was frustrated that it ¿wasn¿t on after surgery.¿ the manufacturer representative had put all of the same settings in the new ins because the patient had reported having good coverage prior to the replacement. They checked the impedances with the new ins and the same values were shown. It was further reported the patient had cancelled their post-operative appointment and they rescheduled.